Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high capture threshold was observed while placing the right ventricular lead in the lower septum. The issue remained the same with mid and higher septum. When finding the right position, the helix was not extended. The physician thought it was due to scar tissue and alleged lead malfunction after multiple attempts to position the lead. Another lead was used. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Corrected information: h6 (method code, results code, conclusions code), h10 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.